Event description:
It was reported that the ventricular lead exhibited less than 100 ohms impedance, first noted during the first month post implant. Lifetime bipolar impedances have ranged from less than 100 ohms to 590 ohms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.